Event description:
The service report shows the customer reported that the 840 ventilator stopped cyling while in use on a pt. The pt was not harmed or injuried as a result of the event. The nellcor puritan bennet customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui, inspiratory and analog pcb along with the safety valve. The unit passed extended self testing.